Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was unable to be positioned. Despite the helix being fully deployed, the lead kept dislodging. The lead was removed and inspected. The helix appeared to be working appropriately and there was no tissue on the tip. Another attempt occurred without success. The lead was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.